Event description:
Occurred during pt use. According to the reporter, the internal paddles would not deliver a shock to defibrillate a pt. A backup defibrillator with other internal paddles was used successfully and no adverse affects to the pt were reported as a result of the use of the device.

Manufacturer narrative:
The device is being returned to physio-control for evaluation and physio-control will submit a supplemental report on this event to the FDA.